Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) and the cylinder strength was weak. Saline was added to the reservoir and the issue was resolved. No ipp components were explanted. No patient complications were reported.